Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chronic noise on the atrial lead that was decided to wait until pack change for replacement. Lead capped and replaced on (B)(6) 2021, without incident. The patient was stable throughout.